Event description:
Ous MDR - it was reported that 70 months after the implantation the patient received inappropriate shocks due to oversensing. The lead and the device were replaced. The device had reached expected eri at this point. This lead was not returned because it was capped. No adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The analysis of the available iegms confirmed the presence of noise on rv channel which led to vf detection with shock delivery as mentioned in the complaint description. In spite of the information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.